Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during an implantable cardioverter defibrillator (ICD) changeout procedure the insulation of the right ventricular (rv) lead was breached with the bovie cautery. The lead has been capped and replaced. No patient complications have been reported as a result of this event.